Manufacturer narrative:
The event occurred in (B)(4). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states the patient complained that the finger stick hurt and quite a bit of blood was flowing after use. No adverse event reported. Requested return of suspect device.